Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, pump battery was not rapidly depleting; however, currently battery was "ok". Tandem technical support reviewed current battery history and battery was found to be depleting as intended. Cause of past issue was not confirmed. Upon follow up, customer declined to provide further information as the issue has been resolved. Customer's blood glucose was 88 mg/dl.